Manufacturer narrative:
The complaint was escalated for clinical investigation and the results indicated the patient was initially positioned in genu-pectoral, which means on all fours, when decelerations were noted. The mother was moved to her back again to attempt to reposition the baby and obtain a better heart rate. It was determined the heart rate being monitored was the maternal heart rate, so an ultrasound was used to obtain fetal heart rate while an spo2 probe was used for maternal rate. The patient had a c-section due to fetal bradycardia episodes. Per the clinical specialist, the sequence of events (heart rate check, move to ultrasound, spo2 for mother, etc.) Was normal. Based on this information, the device did not cause or contribute to any harm. Analysis was performed and investigation has been completed. It was determined the heart rate being monitored was the maternal heart rate and the device did not cause or contribute to any harm and the device was working as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the monitor alarmed for fetal heart rate (fhr) deceleration of 107-110 bpm; however, the physician checked the maternal heart rate (mhr) manually and determined the heart rate being measured was the mhr instead of the fhr. The mother was repositioned and the fhr was then measured via ultrasound, revealing an increase in rate with the position change; however, bradycardia continued and an emergency c-section was performed. The baby was delivered and apgar scores were in the normal range. The customer was advised to always monitor mhr concurrently with fhr so coincidence alarms would be available.

Manufacturer narrative:
E1: reporter phone number +(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.